Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the power could not be turned on normally due to the malfunction of the ccd unit. This was likely the probable reason why an image was not displayed. The (IFU) instruction for use manual ¿precautions against frozen or lost endoscopic images¿ describes the following. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found the customer reported issue of no picture was confirmed. Evaluation found a faulty ccd (charge coupled device) unit. In addition, kinks and shortage in cable causing intermittent white lines in image were determined. Based on evaluation findings, the reported issue was identified to be attributed to a faulty ccd. This report will be supplemented accordingly following investigations.

Event description:
The user facility reported no picture on the device. The issue occurred during an unknown event. There was patient involvement, no user injury reported due to the event.